Event description:
It was reported that the patient presented in the hospital for implantable cardioverter defibrillator implantation. During the pre-discharge check, the device exhibited an excessive battery discharge. Session record was reviewed and confirmed premature battery depletion. On (B)(6) 2017, the patient was brought back into the clinic to perform a device download. Device imaged was collected showing the device continuing to deplete at a fast rate. The device was explanted and replaced. Patient was fine.

Manufacturer narrative:
Correction: manufacturer report 2938836-2017-25132, should not have been reported as a medical device report (MDR) as the product was not approved by FDA and was part of investigation device exemption (ide).

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.